Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having a no delivery alarm six different times. It was reported that the customer was doing a set change, when the alarm went off. The customer's blood glucose level is reported to be 268mg/dl. Troubleshooting was reported to have taken place. The reservoir was found to be the issue and its being returned and replaced.